Event description:
Medtronic representative reported that during a stealthstation s7 case, the site complained of difficulties with registration - they are having trouble registering with tracer. The surgeon did not abort use of the medtronic system and there was no impact to the patient outcome.

Manufacturer narrative:
Patient information was unavailable at time of this report but has been requested. Evaluation of the system will be reported upon completion.